Manufacturer narrative:
(B)(4).

Event description:
It was reported that a transmitter failed error occurred. Product has been received but is pending evaluation. A follow up report will be submitted upon completion. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. An external visual inspection was performed and passed. Voltage testing was performed and resulted in 0 voltage. There was no data log available to confirm the reported event of a failed transmitter error. The complaint confirmation was unable to be determined. A probable cause could not be determined. No injury or medical intervention was reported.